Event description:
It was reported that this pacemaker went into safety mode and exhibited premature battery depletion (pbd). It was noted that the patient experienced stimulation as a result of the safety mode. The device also exhibited pacing inhibition due to myopotential noise. It was noted that it was impossible to perform lead evaluation. The patient was hospitalized. A device changeout is planned. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker went into safety mode and exhibited premature battery depletion (pbd). It was noted that the patient experienced stimulation as a result of the safety mode. The device also exhibited pacing inhibition due to myopotential noise. It was noted that it was impossible to perform lead evaluation. The patient was hospitalized. A device changeout is planned. The device remains in use. No additional adverse patient effects were reported.